Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #18 it was verified its nonosseointegration. Thirty ncm of primary stability was achieved.